Manufacturer narrative:
D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. E.1: initial reporter facility name: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 1 of 2. It was reported after using bd vacutainer® sodium fluoride/potassium oxalate 15mg/12mg, erroneous results- lactic acid was seen in one (1) sample. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary bd had not received samples or photos for evaluation. Therefore, 100 retention samples from both lot #'s were visually inspected with no issues identified. Bd is unable to duplicate the customer's indicated failure mode: erroneous results lactic acid) as bd labs are currently unable perform testing for lactic acid. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode erroneous lactic acid results. Bd was not able to identify a root cause for the indicated failure mode.. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Report 1 of 2. It was reported after using bd vacutainer® sodium fluoride/potassium oxalate 15mg/12mg, erroneous results- lactic acid was seen in one (1) sample. No adverse impact was reported regarding the patient or user.